Event description:
It was reported that an external fluid leak was observed from the "top part" of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.